Event description:
A doctor reported that an infusion overflow occurred when he was performing a vitrectomy on the peripheral retina of a patient with a retinal detachment. While pressuring the peripheral part of the eye by setting the iop control to 15mmhg, the patient experienced a retinal detachment in a new spot which allowed the irrigation to enter the subretina, overall leading to a total retinal detachment. The patient's condition was treated by adding perfluoron, performing laser surgery and gas insertion. The surgery was completed. The doctor commented, "it is unclear if there was any harm to the patient as a result of the infusion overflow, because the patient is currently under gas insertion treatment and cannot get his/her eye sight tested. Additional information has been requested but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on 09/12/2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported infusion issue cannot be determined conclusively. (B)(4).